Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73h1600494 investigations did not show issues related to the complaint. The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaw does not open. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and a partially loaded clip. The sample appears used as there is biological material present on the device. No other defects or anomalies were observed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The partially loaded clip did not load properly, but it still closed. On the next attempt, the clip was unable to properly load into the jaws of the device and the jaws would not open completely. The same issues occurred for the next two clips. However, the following four clips were all able to properly load into the jaws and close. Additionally, the jaws were able to open and close with no issues. The device was disassembled to inspect the internal components. Upon disassembly, it was found that the bottom jaw has bent jaw legs. The bent jaw legs could prevent some clips from properly loading and could also prevent the jaws from opening and closing properly. The jaws were unable to open completely for the clips that did not load properly, but the jaws were able to open completely for the clips that did load properly. The sample was received with 8 clips remaining in the channel indicating that 7 clips were fired by the end user. The IFU for this product,(B)(4), was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "jaw doesn't open" was confirmed based upon the sample received. One device was returned. The jaws were unable to completely open initially, preventing the first 4 clips (including the partially loaded clip) from loading properly. However, the jaws opened completely for the final 4 clips and, as a result, the clips were able to properly load and close. It was found that the jaw legs on the bottom jaw were bent which could prevent the jaws from opening and closing properly. It could also prevent clips from properly loading into the jaws. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. The device was received with 8 clips remaining indicating that 7 clips were fired by the end user. Based upon the observed damage, operational context caused or contributed to this event.

Event description:
It was reported that the jaw does not open. There was no patient injury.